Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of speaker failure was confirmed as no audio through observation. The cause was found to be a failed speaker. The rear case assembly which contains the speaker was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a speaker failure. Due to being unable to be provided with any patient involvement from the customer, any patient involvement, injury or medical intervention is therefore unknown.